Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm radial cutaneous vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. There were no patient complications reported and the patient condition was good post procedure.